Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. It is reported that the patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that patient experienced pain, urinary/ bowel problems and dyspareunia post implantation.(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient concurrently underwent anterior and posterior colporrhaphy.

Event description:
It was reported that patient concurrently underwent anterior and posterior colporrhaphy.

Manufacturer narrative:
It was reported that the patient experienced pain, erosion, extrusion, urinary problems, bowel problems, organ perforation, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that the patient underwent removal of mid-urethral sling on (B)(6) 2013. It was reported that the patient underwent a gynecological procedure and another sling was implanted on (B)(6) 2013. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2015-06807. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced frequent urinary tract infections.

Event description:
It was reported that following insertion the patient experienced frequent urinary tract infections.